Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert, power loss alarm, or replace battery alert noted during testing. Insulin pump history confirms battery change after a week. No unexpected pump error 23 noted during testing or before inserting a new battery. However, moisture damage noted at j7 connector in pcb 1. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Insulin pump was able to clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.